Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break was not confirmed. Analysis of the device indicated an anterior needle-to-cuff miss occurred during needle deployment, which could appear very similar to the operator as the reported suture break. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: terumo 0.035-inch; sheath: 6-french; heparin. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after revascularization of a chronic total occlusion of the popliteal artery, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, resistance was felt during needle plunger removal. When the operator pulled the needle plunger out with greater force, the suture appeared to be broken and was seen stuck on the proglide. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.